Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a shuntassistant 20 (part # fv251t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device should be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, weight: (B)(6) kilograms (kg), height: 78 centimeters (cm), gender: unknown. Same event as medwatch # 3004721439-2021-00312.

Manufacturer narrative:
Additional information - d9 manufacturing and quality control data the shuntassistant® was manufactured by a qualified employee on september 2009. Deviations during assembly did not occur. The product was finally tested as article fv251t and released for packaging and sterilization and was sterilized by miethke. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: - no significant deviations detected permeability test the test showed that the shuntassistant® is permeable. Internal inspection of product after dismantling of the valve, minimal deposits were found in shuntassistant®. Results based on our investigation results, we cannot identify a malfunction in the valve. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation complete.